Event description:
In 2009, the pt reported she has been experiencing some issues when she programs a multi-wave bolus on her insulin infusion device. She stated she began using this feature 4-5 months ago with each meal and would program 9 units with 4.5 units to be delivered immediately. She stated that starting about 1.5-2 weeks ago when she programmed the multi-wave bolus, her device delivers an immediate bolus of 8.7 units instead of 4.5 units. To troubleshoot, the pt was instructed to disconnect from her device and program a multi-wave bolus. She did so and confirmed her device delivered the correct amount of insulin. She stated that as a result of this issue, she has had erratic blood glucose readings from 56 mg/dl to 257 mg/dl with her normal range being 89-110 mg/dl. The pt was advised to switch to her backup insulin device. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.